Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the usb (universal serial bus) port was loose on the mpu (main processor unit) pcb (printed circuit board) assembly. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) pcb assembly. (B)(4).

Event description:
It was reported that the universal serial bus (usb) port on the programmer was not working. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.